Manufacturer narrative:
The pump was received with no act button response due to an unlocked j2 keypad connector on the lcd board. They were unable to perform the functional check including the rewind and basic occlusion, occlusion, prime/compromised force sensor system, the excessive no delivery, displacement, self test, unexpected restart test, and all operating current test due to the no act button response. The pump was received with a minor scratched display window, a cracked reservoir tube lip, cracked battery tube threads, and a broken battery cap near the battery slot. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a broken battery cap on the insulin pump. Customer's blood glucose was high at 23.9 mmol/l as they were not on the pump. Customer stated that they do have insulin pens, which they have been on since last night. Customer cannot open the pump and tried a flat-head screwdriver. Customer stated that the battery cap will still not move. Customer agreed to have the pump replaced.